Manufacturer narrative:
B5: additional event information received. H6: health effect - impact code added according to updated event information.

Event description:
Additional information from the complainant reported the pump was repositioned. P level was reduced. The pump is not available for return.

Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in d3, g1 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. Recaptured codes on h6 (health effect - impact code). H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella cp was inserted via the left femoral artery in a 61-year-old male patient with acute myocardial infarction and cardiogenic shock (ami/cgs) presenting in scai stage e shock on (B)(6) 2026. During support, nursing staff observed dark red urine in the foley catheter, prompting evaluation for hematuria and potential hemolysis. The patient had no known anatomic cardiac abnormalities, and no blood products were administered at the time of the event. Hemolysis was suspected based on tinged urine, and a urinalysis and positioning assessment were planned. Imaging use was not documented, and device involvement was listed as unknown. The device was not removed due to the event, and a product return was requested with data download required. The patient subsequently deteriorated, and care was withdrawn, with the patient expiring on (B)(6) 2026. Based on the available information, the hematuria is clinically consistent with hemolysis occurring during impella support, a known risk of mechanical circulatory devices. No evidence of device malfunction was reported, and imaging confirmation of position was not documented. Device involvement remains possible but unconfirmed, with no indication of a performance failure.